Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three plexitron radiation sterilized extension sets were leaking at the female adapter. The leaks were observed during preparation at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. Three (3) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed which revealed a bubbling between the tube and the female connector in the base of the connector. The reported condition was verified. The cause of the condition was found to be due to an incomplete seal assembly during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.